Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a mustang balloon. There were no patient complications reported, and the patient was in good condition.